Event description:
It was reported that the nurse stated patient started therapy five hours ago in an arctic sun device. They had gotten no low flow alerts and ensured device flowing properly, but water temperature was not as cold as expected. Patient temperature was 35.5c, targeted temperature was 33c, water temperature was 29c and flow rate was 2.5lpm. Checked event log and noted there was an alert 113 (reduced water temperature was control). Mixing pump command was 100 percentage, chiller temperature was 4.1c, system hours were 6244 and pump hours were 5927. They would try to locate another device and send that one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated patient started therapy five hours ago in an arctic sun device. They had gotten no low flow alerts and ensured device flowing properly, but water temperature was not as cold as expected. Patient temperature was 35.5c, targeted temperature was 33c, water temperature was 29c and flow rate was 2.5lpm. Checked event log and noted there was an alert 113 (reduced water temperature was control). Mixing pump command was 100 percentage, chiller temperature was 4.1c, system hours were 6244 and pump hours were 5927. They would try to locate another device and send that one to biomed. Per customer via phone on 07dec2023 it was reported that the male patient completed therapy and there was no impact. No other identifying information for the patient was provided. Arctic sun rep did an in service, the device was sent to biomed for proper cleaning. The device was returned to circulation without any issues.

Event description:
It was reported that the nurse stated patient started therapy five hours ago in an arctic sun device. They had gotten no low flow alerts and ensured device flowing properly, but water temperature was not as cold as expected. Patient temperature was 35.5c, targeted temperature was 33c, water temperature was 29c and flow rate was 2.5lpm. Checked event log and noted there was an alert 113 (reduced water temperature was control). Mixing pump command was 100 percentage, chiller temperature was 4.1c, system hours were 6244 and pump hours were 5927. They would try to locate another device and send that one to biomed. Per customer via phone on 07dec2023 it was reported that the male patient completed therapy and there was no impact. No other identifying information for the patient was provided. Arctic sun representative did an in service, the device was sent to biomed for proper cleaning. The device was returned to circulation without any issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.